Manufacturer narrative:
Analysis not required; reservoirs returned dislodge.

Event description:
Customer reports of not being able to remove plunger during priming. Customer states that air bubbles formed when attempts were made to remove plunger. Customer's blood glucose was 364 mg/dl. During troubleshooting, customer was not able to remove reservoir. After troubleshooting, customer was able to remove and change reservoir. Customer was advised that reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.